Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to clavicular crush and there was an artifact on the lead. There was no out of range impedances, no safety switch and no inhibition of pacing. A new lead was implanted. No additional adverse patient effects were reported.